Event description:
It was reported that during a lap appendectomy procedure, the device fall apart when attempting to remove specimen. Speciment retrieved laparoscopically. There was no patient consequence.

Manufacturer narrative:
Evaluation summary: no conclusion could be reached based on the analysis results as to what may have caused the reported incident. The pouch device was returned in good condition and had been partially deployed. The bag was in good condition. The support arms were also noted to be in good condition. No anomalies were noted. It should be noted that once the bag has been fully cinched, it is released from the support arms. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted.